Event description:
The dream station auto device was returned to a third-party service center for evaluation, and no foam particles were found. Additionally, there was secondary findings of unit won't start because pca has a short and is defective, blower box, upper enclosure, rear pannel has burn marks, dc power cable damaged, o ring wear. Pollen filter preventive maintenance.at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.